Event description:
It was reported that the device overheated during a case at the user facility and a patient received burns to their mouth. No further information was provided by the user facility.

Event description:
It was reported that the device overheated during a case at the user facility and a patient received burns to their mouth. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.